Manufacturer narrative:
A sample was received inside of a plastic bag, not its original package, for investigation. It appears that when the drain broke there was a portion of the length of the drain that was discarded and not returned for evaluation. Visual inspection revealed that the clear silicone tubing broke. The microscopic examination revealed a wavy/jagged edge at the tubing fracture site. The characteristic of the fractured area suggests that an instrument was used to handle the product. This observation could suggest that the drain was exposed to excessive force. The evaluation of the returned product and the description reported by the customer suggests the drain was left in for an extended period; therefore, possibly causing tissue ingrowth and making it difficult for drain removal. The most probable root cause was identified as misuse by the customer since a wavy/jagged edge condition was observed and the drain was left inside the patient for an extended period. It is recommended to strictly follow the instructions provided in the instruction for use (IFU) data included with the product to ensure drains are properly used. According to the IFU. ¿drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal.¿ the device history record (DHR) for this lot number was manufactured and released in compliance with all requirements. We will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
Customer report that on (B)(6) 2024, a 72-year-old male patient got right knee uka pain and was admitted to our hospital for operation. The patient underwent right revision total knee replacement on the same day and a wound drain was inserted. On (B)(6) 2024, the drain was removed and the patient discharged to home. On 8/1/2024, we were informed by the doctor that during follow-up consultation, knee x-ray revealed a foreign body was inside the patient's right knee and scheduled on (B)(6) 2024 to undergo operation for removal of foreign body. A 6.5cm foreign body (part of the drain) was retrieved and patient discharged on the same day. No adverse symptoms detected. The hospital reported the case to the supplier on 8/15/2024.